Manufacturer narrative:
At this time, product has not yet been returned. An extended investigation has been performed for the reported complaint and determined that there was no indication that the product did not meet specification. Dhrs for the libre sensor and libre sensor kits and the dhrs showed the libre sensor and libre sensor kits passed all tests prior to release. If the product is returned, a physical investigation will be performed and a follow-up report submitted. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Adc received an email from a caregiver reporting a scan of lo ( less than 2.2 mmol/l) when scanning the customer's adc freestyle libre sensor compared to a competitor's meter. On (B)(6) 2020, the caregiver reported the customer's father to treat the lo with fruit and then performed a blood glucose test and obtained 11.9 mmol/l on the competitor's brand meter. The customer was then treated with insulin by the father. There was no report of death or permanent injury associated with this event.